Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter with the following: it was reported by customer that the issues were related to leaking or cracked max zero caps.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of cracked maxzero caps could not be verified due to the product not being returned for failure investigation. The customer reported they sent the sample back under fedex (B)(6), but that label was never actually received by our sample decon team. We apologize for any inconvenience. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.